Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 5 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced underfill after use. The following information was provided by the initial reporter: underfill.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced underfill after use. The following information was provided by the initial reporter: underfill.